Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian and hispanic female patient underwent a primary breast augmentation with a 525cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii and right-sided rupture. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced both sides with 560cc mentor memorygel breast implants (catalog number shpx560, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient¿s left-sided device.